Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: may, 2016. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 160518. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, although the DHR review found no abnormalities during the production process, our quality engineer notes that a potential cause for this incident could be a combination of two factors; the lowest range in the fitting force between the hub and shield and issues in the primary packaging feeder which may result in a loose needle shield. To avoid this situation, there is a needle length detector rejecting those that do not reach the specified distance. In this case, the needle may have avoided the preventive systems and was packaged normally. (B)(4).

Event description:
It was reported that as an odp was opening the package of a 19g x 50mm bd microlance¿ hypodermic needle, there was not a shield on the needle and the odp suffered a clean needle stick injury. The odp was provided routine first aid but there was no report medical intervention.